Event description:
Patient was implanted with retro/antegrade femoral nail and two 5.0 mm locking screws on (B)(6) 2010. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to femur pain. It was reported the patients fracture was healed. The hardware was successfully removed. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.